Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient had a revision yesterday and when they went to check the settings yesterday, they received the message that all data was lost/internal data had been lost, and to contact their clinician. The meaning of the message was reviewed, and it was explained that the message was regarding the programming of the internal device and the handset was working fine. The patient was redirected to their healthcare provider to further address the issue.